Event description:
A customer reported obtaining imprecise sequential readings on their freestyle lite meter. The customer reported that they observed a 'lo' message and obtained a reading of 20.1 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The product was returned, investigated and the complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. It should be noted that this meter does not give a numerical value for readings less than 1.1 mmol/l. A "lo" display message on the meter indicates a reading less than 1.1 mmol/l.